Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch # 3004209178-2015-58423 regarding related event.

Event description:
The customer's spouse called and reported there was an air bubble in the reservoir. During troubleshooting, it was found the insulin was not stored at room temperature. It was advised to allow insulin to reach room temperature before use as cold insulin could cause air bubbles in reservoir and tubing, possibly resulting in inaccurate insulin delivery. It was advised to deliver and then repeat a 5 unit fixed prime until air bubbles were no longer visible. It was stated the customer would change the reservoir and infusion set.